Manufacturer narrative:
A partial lead with the connector pin measuring 4.9 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient expired due to pneumonia, congestive heart failure and atrial fibrillation. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.